Manufacturer narrative:
The imaging evaluation performed by a clinical imaging specialist showed the following: two time-points available for evaluation: pre-implantation cta dated (B)(6) 2025 and non- contrast pre-implantation CT dated (B)(6) 2025. Calcium in the lsa. Calcium and irregular thrombus throughout the thoracic and abdominal aorta. Heavily calcified abdominal aorta and common iliac arteries. Proximal dta diameters appear to range from 37mm ¿ 43mm. Reconstruction images show disease throughout the dta (irregular thrombus and calcium). Diameter at the aortic bifurcation appears to be 9.8mm, in calcium. Common iliac artery findings: heavily calcified rci. Rci diameters appear to range from ~3.3mm ¿ 10.5mm. The lci is also heavily calcified and occluded external iliac artery findings: heavily calcified reia. Reia diameters appear to range from ~5.1mm ¿ 5.7mm. Reia diameter distally appears to be 5.1mm in calcium. Leia diameters appear to range from ~1.9mm ¿ 4.4mm. There is calcium in the leia. According to the instructions for use (IFU) for the gore® dryseal introducer sheath, adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. If vessel size is smaller than the nominal body od, major bleeding, vessel damage, or serious injury to the patient, including death, may result. Do not attempt to advance or withdraw guidewire, catheter, or other device through the introducer sheath or dilator if resistance is felt. Use fluoroscopy to determine the cause. Continued advancement or retraction against resistance may result in major bleeding, vessel damage, serious injury to the patient, or damage to / breakage of the guidewire, catheter, or other device. The nominal body od for the 24fr sheath is 7.3 mm. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, this patient underwent endovascular treatment of a supraceliac abdominal aortic aneurysm and was implanted with gore® excluder® thoracoabdominal branch endoprosthesis (tambe) , gore® excluder® aaa endoprostheses and gore® viabahn® vbx balloon expandable endoprostheses. It was reported that during advancement/delivery of the tambe main body the physician encountered access issues due to the small diameter of the patient¿s iliac arteries. During advancement of the 22 fr gore® dryseal introducer sheath, and the right external iliac artery access site was ruptured. Two gore® viabahn® endoprosthesis with heparin bioactive surface were then implanted within the area of the rupture. The entire area was covered and then the physician ballooned the entire segment open to ensure good access going forward in the procedure. The procedure was concluded with good technical success. The patient tolerated the procedure. On (B)(6) 2025, the physician reported that the patient had expired on (B)(6) 2025. The cause of death for the patient is not known for certain. The physician suspects a myocardial infarction or a stroke. The physician does not attribute the patient¿s death to be device related and he does not allege any device deficiency. Computed tomography angiography performed post implant and prior to discharge had shown good flow and patency of all devices and vessels.